Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The technician found the o-ring was worn on the hydraulic valve. The technician replaced the valve to repair the bed.